Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis dta system. During a patient exam the c-arm collided with the patient's head. The patient was hit in the head in the area of the eye. As a result, an MRI of the patients head was conducted. The results of the patients MRI are not known at this time.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. Log files had been analyzed showing that before the collision took place, the speed of the system was automatically reduced and in parallel several collision warnings were displayed to the user. The automatic movement stopped and only manual movements were possible with warnings displayed. Nevertheless, the user continued moving the stand until the collision protection device on the collimator was activated. There is no further impact to the state of health of the patient reported. The operator manual contains adequate instructions how to avoid collisions when moving the system. The system performed as specified. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.